Manufacturer narrative:
Biocompatibility testing to iso (B)(4)was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash under the rear therapy electrodes. Follow up indicated that the patient's physician determined that the patient had contact dermatitis and prescribed a cream. The rash was improving.